Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys vitamin d total iii assay on a cobas e 411 analyzer (rack system) and compared to the result obtained on a diasorin liaison xl analyzer. The sample initially resulted in a vitamin d total iii result of >120 ng/ml, accompanied by a data flag. The patient sample was repeated in a second laboratory on a diasorin liaison xl analyzer resulting in a vitamin d value of 27 ng/ml. The initial result was reported outside of the laboratory. The repeat result is deemed correct. The vitamin d total iii reagent lot number was 62230901, with an expiration date of 31-dec-2022.

Manufacturer narrative:
The calibration performed on (B)(6) 2022 was within specifications. The qc recovery was within the customer¿s specified ranges. There was no indication of a performance issue with the reagent or instrument. The specimen was centrifuged for 15 minutes at 3500 rpm. The centrifuge speed may be too long as per the tube manufacturer¿s recommended guidelines. The alarm trace did not indicate any issues. The field service engineer (fse) inspected the analyzer and noted that there was a failure of the measuring cell and the photo-multiplier tube (pmt) high voltage (hv) board. He then replaced the measuring cell and pmt hv board. As a preventive measure, he replaced the mixing paddle and black tubing for the measuring cells. He completed a system volume check, pmt hv adjustment, blank scan calibration, and mechanical checks with acceptable results. The customer performed calibrations and qc with acceptable results. A 21-cup precision test was performed with acceptable results. After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.